Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin reservoir was leaking. Customer¿s blood glucose level was unknown. Customer also reported that she smelled insulin at her insulin pump and it was not working. Customer thought that she did not tighten it properly. Insulin reservoir was leaking. The device will not be returned for analysis.